Event description:
A customer observed negatively biased troponin I quality control results and positively biased pt samples when using lot 1110 of the troponin I assay. Positively biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.